Event description:
It was reported that the patient presented in clinic for routine device changeout procedure. Fluoroscopy was performed prior to procedure and found externalized conductors on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences.